Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus/migration of essure in the superior portion of the fundus in the cornual region bilaterally.') In a 35-year-old female patient who had essure (batch no. 624493,624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, augmentation mammoplasty and abortion (1). Concurrent conditions included anemia, breast pain, fracture rib, vaginal burning sensation, vaginal itching, vaginal pain, uterine fibroids and adenomyosis. Concomitant products included ibuprofen, ibuprofen (midol) and phentermine hydrochloride (adipex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain\ pain \ pelvic area"), depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"), 13 days after insertion of essure. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural complication ("post removal complication") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on 1-mar-2010. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge and vulvovaginal candidiasis had resolved and the depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: insertion details: four coils were seen on the right side and six coils were seen on the left side of the ostium. Received treatment for menorrhagia, migration, and candiadal vaginosis, vagina; discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Per pfs: result: unilateral occlusion (left tube occluded). Per mr: mpression: bilateral intrafallopian tube device placement as described above without retrograde transit of contrast material or spillage into the peritoneal cavity. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2009: 1. Normal-size uterus with a rounded 1.78 cm hypoechoic area in the posterior uterine fundus which probably represents a submucous fibroid. This finding results in widening of the measured endometrial canal echo and does demonstrate some flow. 2-both ovaries are negative.. Lot number: 624493 manufacture date: 2007-05 expiration date: 2009-04 lot number: 624829 manufacture date:2007-05 expiration date: 2009-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus/migration of essure in the superior portion of the fundus in the cornual region bilaterally.') In a 35-year-old female patient who had essure (batch no. 624493,624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, augmentation mammoplasty and abortion (1). Concurrent conditions included anemia, breast pain, fracture rib, vaginal burning sensation, vaginal itching, vaginal pain, uterine fibroids and adenomyosis. Concomitant products included ibuprofen, ibuprofen (midol) and phentermine hydrochloride (adipex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain\ pain \ pelvic area"), depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"), 13 days after insertion of essure. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural complication ("post removal complication") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge and vulvovaginal candidiasis had resolved and the depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: insertion details: four coils were seen on the right side and six coils were seen on the left side of the ostium. Received treatment for menorrhagia, migration, and candiadal vaginosis, vagina; discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Per pfs: result: unilateral occlusion (left tube occluded). Per mr: mpression: bilateral intrafallopian tube device placement as described above without retrograde transit of contrast material or spillage into the peritoneal cavity. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2009: 1. Normal-size uterus with a rounded 1.78 cm hypoechoic area in the posterior uterine fundus which probably represents a submucous fibroid. This finding results in widening of the measured endometrial canal echo and does demonstrate some flow. 2-both ovaries are negative.. Lot number: 624493 manufacture date: 2007-05 expiration date: 2009-04 . Lot number: 624829 manufacture date:2007-05 expiration date: 2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: evnet added : post removal complication and candida vaginosis. Added outcome for the events pain, bleeding and migration and candida vaginosis and vaginal discharge. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus/migration of essure in the superior portion of the fundus in the cornual region bilaterally.') In a 35-year-old female patient who had essure (batch no. 624493,624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, augmentation mammoplasty and abortion (1). Concurrent conditions included anemia, breast pain, fracture rib, vaginal burning sensation, vaginal itching, vaginal pain, uterine fibroids and adenomyosis. Concomitant products included ibuprofen, ibuprofen (midol) and phentermine hydrochloride (adipex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain\ pain \ pelvic area"), depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"), 13 days after insertion of essure. In december 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). In december 2007, the patient experienced vaginal discharge ("vaginal discharge"). In december 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, vaginal discharge, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: four coils were seen on the right side and six coils were seen on the left side of the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Per pfs: result: unilateral occlusion (left tube occluded). Per mr: mpression: bilateral intrafallopian tube device placement as described above without retrograde transit of contrast material or spillage into the peritoneal cavity.. Ultrasound pelvis - on (B)(6) 2009: 1. Normal-size uterus with a rounded 1.78 cm hypoechoic area in the posterior uterine fundus which probably represents a submucous fibroid. This finding results in widening of the measured endometrial canal echo and does demonstrate some flow. 2-both ovaries are negative.. Lot number: 624493 manufacture date: 2007-05 expiration date: 2009-04 . Lot number: 624829 manufacture date:2007-05 expiration date: 2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- new event dysmenorrhea (cramping) were added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus') in a 35-year-old female patient who had essure (batch no. 624493,624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, augmentation mammoplasty and abortion (1). Concurrent conditions included anemia, breast pain, fracture rib, vaginal burning sensation, vaginal itching, vaginal pain, uterine fibroids and adenomyosis. Concomitant products included ibuprofen, ibuprofen (midol) and phentermine hydrochloride (adipex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain\ pain \ pelvic area"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"), 13 days after insertion of essure. On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, vaginal discharge, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: four coils were seen on the right side and six coils were seen on the left side of the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-mar-2008: essure device was successfully occluded. Per pfs: result: unilateral occlusion (left tube occluded). Per mr: mpression: bilateral intrafallopian tube device placement as described above without retrograde transit of contrast material or spillage into the peritoneal cavity.. Ultrasound pelvis - on (B)(6) 2009: 1. Normal-size uterus with a rounded 1.78 cm hypoechoic area in the posterior uterine fundus which probably represents a submucous fibroid. This finding results in widening of the measured endometrial canal echo and does demonstrate some flow. 2-both ovaries are negative. Lot number: 624493 manufacture date: 2007-05 expiration date: 2009-04. Lot number: 624829 manufacture date:2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus') in a (B)(6) year-old female patient who had essure (batch no. 624493,624829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, augmentation mammoplasty and abortion (1). Concurrent conditions included anemia, breast pain, fracture rib, vaginal burning sensation, vaginal itching, vaginal pain, uterine fibroids and adenomyosis. Concomitant products included ibuprofen, ibuprofen (midol) and phentermine hydrochloride (adipex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain\ pain \ pelvic area"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"), 13 days after insertion of essure. On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, vaginal discharge, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: four coils were seen on the right side and six coils were seen on the left side of the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Per pfs result: unilateral occlusion (left tube occluded). Per mr impression: bilateral intrafallopian tube device placement as described above without retrograde transit of contrast material or spillage into the peritoneal cavity. Ultrasound pelvis - on (B)(6) 2009: normal-size uterus with a rounded 1.78 cm hypoechoic area in the posterior uterine fundus which probably represents a submucous fibroid. This finding results in widening of the measured endometrial canal echo and does demonstrate some flow. Both ovaries are negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received: reporters were added. Lot no. Was added. New events- vaginal bleeding, menorrhagia, migration of essure location of device: uterus, depression,mental anguish, vaginal discharge were added. Outcome of pelvic pain was updated from unknown to recovering \ resolving. Concomitant conditions were added. Treatment & concomitant drugs were added. Lab tests were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.